Event description:
The patient was admitted to emergency with some left upper extremity weakness and left lower extremity heaviness. Computerized tomography (CT) scan and magnetic resonance imaging (MRI) suggested stenosis of a previously stented right internal carotid artery (ica) in (B) (6) 2009. The patient was subsequently transported to this user facility for evaluation. Cerebral angiography confirmed a widely patent stent and no evidence of clot or missing vessels. The patient¿s symptoms resolved completely and the patient was discharged.

Event description:
The pt was admitted to emergency with some left upper extremity weakness and left lower extremity heaviness. Computerized tomography (CT) scan and magnetic resonance imaging (MRI) suggested stenosis of a previously stented right internal carotid artery (ica) in 2009. The pt was subsequently transported to this user facility for eval. Cerebral angiography confirmed a widely patent stent and no evidence of clot or missing vessels. The pt's symptoms resolved completely, and the pt was discharged.

Manufacturer narrative:
Conclusion: anticipated procedural complication.the device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis and neurological symptoms are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.